Manufacturer narrative:
Evaluation summary: loosening of the hinge post extension can result if it is under-torqued initially because tightening of the hinge post extension to the recommended torque of 130 in. Lb. Is critical for the proper functioning of the parts. Cause cannot be definitively determined. Evaluation: articular surface exhibits gouging damage to the condyles and deformation damage around the thru hole on the backside. The hinge post extension exhibits burnishing and scratching for the shaft and the thread have minor deformation. Device history records indicate device manufactured to specification. Device meets print specification.

Event description:
It is reported that the device was implanted in 2006. Approximately 1.5 years post-op, the locking pin at the rotating hinge knee had loosened. The device was revised in 2007.